Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that his son experienced hyperglycemia. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer was using auto mode. Customer¿s father stated that the son¿s transmitter lost the signal. Troubleshooting was declined for hyperglycemia. The insulin pump will not be returned for analysis.